Event description:
It was reported that the patient received an lvad system and telemetry could not be established with the ICD. After several unsuccessful attempts, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.